Event description:
The field service rep (fsr) reported that during preventative maintenance of the device, several base module slots were not working. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the foreign field service rep (fsr). The fsr replaced the network interface controller panel and the unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.